Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified distal right coronary artery (rca). A 2.00mmx15mm emerge¿ balloon catheter was advanced. During the 6th inflation, the balloon ruptured at 14 atmospheres for 5 seconds. Even though deflation was not performed, the pressure of the inflation device decreased. The balloon catheter was then completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).